Event description:
The facility reported that the injector flow rate was set for 3.0 cc/sec. With a total contrast volume of 150 ml to be injected. An extravasation (all 150 ml of contrast) occurred under the area of the eda patch. Patient's arm was elevated and treated with cold compress. The patient was sent to the ER for consultation with a plastic surgeon, and was released without further medical intervention.